Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9,e2,e3 g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) evaluated the unit and found damage (cracks) in the muffler 1/8npt. The fse replaced the muffler (0103-00-0631 -1 unit) and tested the unit. After each operation, the fse checked the operation based on the inspection record sheet and confirmed that it is currently working properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) exhaust noise is loud when starting to drive. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).